Manufacturer narrative:
(B)(4). D10: p82-001-1237-sk, r3flex implant w/insr sk, unknown lot. Unknown r3con locking 3.5x14 mm screw x2. Unknown r3con locking 3.5x16 mm screw. Unknown r3con non-locking 3.5x12 mm screw x3. Unknown r3con non-locking 3.5x14 mm screw. Unknown mini monster 4mm screw. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 5 months post implantation of a left ankle stabilization system with screws, the patient experienced pain that was limiting activity and participation in pt. Patient has been referred to a pain specialist to treat suspected left saphenous neuritis. Attempts have been made and no additional information has been provided.